Manufacturer narrative:
The device was returned for analysis. The reported resistance inserting the guide wire was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device has been received. Investigation has not yet begun. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, the device was prepped as per the instructions for use (IFU); however, when tried to re wire through guide wire exit port with a j tipped wire, resistance was felt and they could not continue. The wire was switched to a straight wire and performed deployment as per IFU. The sheath was upsized to a 20f and the tevar procedure was completed. Hemostasis was achieved with the sutures of the same devices pre-placed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.